Event description:
Customer reported that she had high blood glucose of 525 mg/dl. Customer stated that she had high blood glucose due to air bubbles on the infusion set and reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Please see also MFR report number 2032227-2014-57384.